Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were not responding. Customer stated insulin pump can't press anything. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated the minutes did not change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No button error alarm noted upon testing. Device passed the keypad voltage test. Time was adjusted to real time and unit was monitored. No time/clock anomaly or frozen screen noted. The following were noted during visual inspection: minor scratches on case. (B)(4).